Manufacturer narrative:
The device was not returned for evaluation. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd is alleged to have no water flow and was getting hot. No injury occurred.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.